Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with low flow alarms, normotensive and volume stable. Their current flow was about 1l/min lower than the baseline. Images were pending. Log files contained low flow estimates as well as sustained low flow hazard events with elevated calculated pulsatility index (pi). These flow readings did not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. It was said that there were concerned that the patient looked significantly different from their baseline. Comparatively. The patient's current files had significant sustained higher pis and lower flows. It was planned to evaluation the outflow graft. Log files captured low flow events on 18apr2026 and 19apr2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The pump log files were unremarkable. Additional information received 27apr2026 noted the cause of the low flow alarms was related to rv failure, aortic, mitral, and tricuspid valve insufficiency in addition to the persistent outflow graft debris most notable immediately proximal to aortic insertion.